Event description:
It was reported that when switching hydromorphone syringes (previous syringe was expiring and being exchanged for new), it was noted that the volume listed on the pump did not match the actual volume in the syringe. It was noted that in the past shifts' "listed controlled substance remainders" the volume on the pump matched, including boluses. Specifically, there was one listed approximately 8ml in the syringe at change of shift at 0700, but when the syringe was removed and wasted with two register nurses, there was clearly about 12ml left. The syringe pump was removed and swapped for a new one. There was patient involvement but information on patient harm is unknown.

Manufacturer narrative:
Omit : a140504 - inaccurate delivery (2339), b17 - device not returned, c20 - no findings available. Additional information : device available for eval, returned to manufacturer on, device return to manuf ., device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that when switching hydromorphone syringes (previous syringe was expiring and being exchanged for new), it was noted that the volume listed on the pump did not match the actual volume in the syringe. It was noted that in the past shifts' "listed controlled substance remainders" the volume on the pump matched, including boluses. Specifically, there was one listed approximately 8ml in the syringe at change of shift at 0700, but when the syringe was removed and wasted with two register nurses, there was clearly about 12ml left. The syringe pump was removed and swapped for a new one. There was patient involvement but information on patient harm is unknown.